Event description:
Event description guidant/crm received information that this endotak dsp lead was removed from service due to oversensing and inhibition of pacing. A new guidant lead was implanted without issue.